Event description:
An md reported that after a biopsy in janurary she placed a gel mark ultra. She reported that the pt found a small lump near their incision site. The dr believes that this may be a granulomatous reaction. Under sonographic eval, the dr found a small hematoma along with a small reaction near the hematoma. The md has not performed any additional procedures to date. There were no pt adverse effects.